Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a power error detected alarm on the insulin pump. They had disconnected from the device. The customer also reported that they had a high blood glucose level of 400 mg/dl. They declined troubleshooting because they knew the high blood glucose was due to them not being connected to the device. The customer¿s current blood glucose level was 242 mg/dl. The device will not be returned for analysis.